Event description:
It was reported that "the head nurse of hematology department in facility had a PICC catheter placed in patient due to the need for chemotherapy to treat acute lymphoma. On april 11, the 4f three-way PICC was inserted successfully under ultrasound. The patient was discharged from hospital after completion of phase I therapy and was later re-admitted to hospital due to chemotherapy. During use of the catheter, blood was drawn smoothly and infusion was done smoothly. When flushing the catheter in pulse mode, the operator noted that the externally exposed extension tubing was ¿bulged¿. The head nurse replaced the extension tubing with a new one due to the concern about product quality problem. The new extension tubing was not bulged. The head nurse revealed that replacement and trimming of the catheter would lead to a change in the tip position and increase in complication."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2538 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv2538) have been reported from the same facility in (B)(6).

Event description:
It was reported that "the head nurse of hematology department in facility had a PICC catheter placed in patient due to the need for chemotherapy to treat acute lymphoma. On april 11, the 4f three-way PICC was inserted successfully under ultrasound. The patient was discharged from hospital after completion of phase I therapy and was later re-admitted to hospital due to chemotherapy. During use of the catheter, blood was drawn smoothly and infusion was done smoothly. When flushing the catheter in pulse mode, the operator noted that the externally exposed extension tubing was ¿bulged¿. The head nurse replaced the extension tubing with a new one due to the concern about product quality problem. The new extension tubing was not bulged. The head nurse revealed that replacement and trimming of the catheter would lead to a change in the tip position and increase in complication."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bulging extension tube was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was assembled with a two-piece connector. The connector markings were completely worn. Tactile inspection of the sample revealed severe tensile weakness and necking throughout the extension tube. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during pressurization, ballooning of the extension tubing was observed at the site of the most severe necking. Microscopic inspection of the extension tubing revealed curved shape memory/permanent deformation in the vicinity of the ballooning. The tensile weakness and ballooning of the extension tubing was consistent with catheter damage caused either by application of tensile (pulling) stress, over-pressurization, or a combination of these factors. Tensile stress may be caused by pulling on the luer adapter while the suture wings are secured in place and over-pressurization may occur if flushing of an occluded or partially occluded catheter is attempted.